Event description:
It was reported that the 6800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and image processor board were repaired during the service call. The system was tested, and found to be working as intended, and put back into service.